Event description:
It was reported that the device had 2 electrical resets. The first reset occurred on (B)(6) 2010 and the second on (B)(6) 2010. The patient is receiving radiation. The company's technical services consultant noted both errors were write to locked ram errors, both considered low severity errors. The device was reset to vvi 65 and all diagnostics were cleared. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed that on (B)(6)2010 at 08:45:30, the device recorded a critical ram parity error por (power on reset).